Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure in the severely calcified, moderately tortuous left anterior descending coronary artery a xience v stent delivery system (sds) was positioned in the lesion, distal to another stent. When the balloon was inflated for stent deployment, no stent was visualized. Intravascular ultrasound (ivus) was performed and revealed no stent in the lesion. Additional images in other anatomic areas showed no evidence that any stent was in the anatomy. There was no resistance met during advancement or removal of the sds. The device had not been inspected before use. The physician feels the stent is not in the body; he believes the stent did not dislodge from the sds but had never been present on the balloon from the beginning. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation, which may have aided in the investigation and determination of cause. It could not be confirmed if the stent was missing from the stent delivery system (sds); however, as the sds was not inspected before insertion into the patient anatomy, it is likely that the stent actually dislodged prior to use. It should be noted the electronic xience v everolimus eluting coronary stent system instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible that the stent dislodged during removal of the protective sheath or during preparation for use; however, this could not be confirmed. Reportedly, the lesion was not pre-dilated prior to advancing the xience v sds. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.